Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted dirty connector contacts. Functional evaluation revealed the video output is not centered. There was intermittent purple screen display. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include loss of sync signal. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the view of the camera head was off center. Incident occurred while setting-up for a procedure. A back-up device was available and no delays occurred. Results of investigation have concluded that this unit had a intermittent purple screen display, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.